Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the ra and rv leads exhibited loss of capture, oversensing, and asystole. Lead fractures are suspected but not confirmed visually or with fluoro. It is unclear which lead this report is on. The leads remain implanted. Biotronik has no information in regards to a revision. Should additional information become available this file will be updated.